Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer upgrade kit, the generator interface board, and the software were installed during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had an intermittent communication error. No patient injury was reported.